Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital delivery, the cardiosave intra-aortic balloon pump (iabp) was discovered to have a low helium pressure gauge on the top of the cart by our representative. There was no patient involvement.

Manufacturer narrative:
Updated field: e1-(site country),h6(type of investigation, investigation findings, investigation conclusions). Corrected field: d1(brand name). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse improved by tightening the connecting part of the helium gas line of the hospital cart, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.